Event description:
The patient has two leads implanted with the same lot numbers. It was reported the patient is not receiving effective stimulation. The sjm representative met with the patient for reprogramming and was unable to resolve the issue. X-rays showed the right lead had migrated downward. The patient's lead was revised 02/13/2013 and relocated to obtain better coverage. The patient now has good coverage of her neck. The issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.